Manufacturer narrative:
Additional information received on 12 june 2017 and includes: when the surgeon noticed the sinking issue on (B)(6) 2017, he decided to follow-up. Additional information received on 14 june 2017 and includes: revision surgery was performed on (B)(6) 2017. Amistem-h stem was retrieved and femoral bone was repaired with mbc plate and cable ready. Exeter cement stem with cobalt cement and artificial bone was used for revision surgery. It was finished successfully on 23 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: one week after primary cementless tha the lady patient experienced a significant femoral stem subsidence and a femoral bone fracture, probably in this order. The stem appears to be slightly in valgus (in the postoperative image) and possibly slightly undersized, but as a single projection was supplied this may not be the case. An undersized stem, obviously, is more likely to subside and then the instability is more pronounced. The cause for the "primary" adverse event (subsidence) cannot be determined with certainty. Batch review performed on 06 july 2017. (B)(4).

Event description:
After primary surgery, the patient started full weight bearing. One week after the surgery, on (B)(6) 2017, 5 mm sinking was confirmed. On (B)(6) 2017, the patient fell down and alleged the pain. The surgeon took the x-rays and confirmed that femoral bone was broken. However, it was unknown when the femoral bone was broken. The surgeon planned to perform revision surgery. The revision surgery was completed successfully. The surgeon stated that this event would be caused by his little experience of the surgery with cementless stems.